Manufacturer narrative:
Additional information has been requested. At this time, no further information is available. This report will be updated should additional information become available.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. Technical services confirmed the allegation, and advised that the device should be replaced and returned for analysis. At this time no further updates have been received from the field.

Event description:
It was reported during a routine follow-up, the device was showing premature battery depletion. The device was explanted and replace on (B)(6) 2019. No adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.